Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovidescope air/water channel and cylinder had white residue. There was no patient involvement.

Manufacturer narrative:
H9: correction. It was previously reported that this report was related to corrective action #fy25-087-a, however that was reported in error, and this should not have been in the h9 field.

Event description:
No additional information provided by the customer.